Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was not charging and battery gauge was inaccurate. Customer changed power supplies multiple times to resolve the issues. Customer's blood glucose was 237 mg/dl.